Event description:
No new information.

Manufacturer narrative:
Additional data: d4, h4. Corrected data: g1. H6 coding has been updated to reflect investigation conclusion.

Event description:
A company representative reported that the tip of a navigated yukon screw inserter fractured off intra-operatively and it is unknown if any remnant remains in the patient. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.